Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. Based on the information provided it was determined the main board assembly needs to be replaced. The customer was provided a quote for a mainboard assembly. No response was received from the customer and no replacement part was ordered; therefore, the root cause is unable to be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A quote has been sent out to the customer for a main board spare parts order. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the earlyvue vs30 vital signs monitor does not alarm audibly. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.